Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that rep was at an implant case the day of the report, and was seeing 'system error - 0x3b3ba22a' while trying to run impedances intra-op and the only option is to restart. Reviewed with manufacturer representative (rep) it was unknown why this message would appear but advised rep to restart and avoid emi if possible. More information received, rep was getting high impedance values. Rep stated that prior to calling they attempted to disconnect lead dry it and reconnect it, the torque wrench was clicking, and the blue tip of the lead is visible in the header when they tested with the j-hook they got good motor response with all four electrodes. During call, advised the caller use program 1 which uses 0 and 3 as the active electrodes to apply stimulation. The caller set cycling 3s on and 3 sec off stim and reported that they could not increase the amplitude beyond 0.3ma. The handset displayed the max amplitude reached message. The caller programmed a program with electrodes c+ 1-, the caller reported seeing toe flexion at 1.7 - 2ma. The rep programmed a program with electrodes c+ 2-, they were seeing toe flexion at 0.6ma and at 1.5ma they were seeing bellows. Rep provided the following impedance values: ref 0 all values >4000ohms, ref1 c 698ohms 3 999ohms 2 922ohms 0 >4000ohms, ref2 c 643ohms 3 873ohms 1 922ohms 0 4000ohms, and ref3 c 641ohms 2 873ohms 1 999ohms 0 4000ohms the issue was not resolved through troubleshooting. It was reviewed considerations with rep. The rep then called back and said the lead is still coming out even after healthcare professional (hcp) had tighten the setscrew, and that they can hear the click of the torque wrench. Rep confirmed that they have 2 wrenches and both have been tried but the lead was still coming out when hcp tugged on it. It was then recommended another neurostimulator since setscrew is not holding the lead in place, and for rep to send back neur ostimulator for analysis. On 2022-aug-19, rep called back reiterating impedance issues seen intra-op. Rep stated after calling in, they ran impedances again and they were worse - meaning other electrodes other than 0 were now showing impedance issues. Rep stated the managing hcp was working with a resident and the resident was the one using the torque wrench to tighten the screw of the initial ins. It was discovered the resident was turning the setscrew the wrong way (to the left) which is when the managing hcp took the torque wrench, turned it the correct direction and heard it click so they believe the setscrew was damaged. Once another ins was used, the lead stayed in the header and all impedances were green. Patient went home on program 1 at 1.0 ma feeling stim in pelvic area. Rep asked about integrity of the lead, and it was reviewed that lead would be assumed to be functioning at this point given good impedances and patient getting therapy. It was further reviewed to monitor impedances and therapy going forward in case any issues arise due to the situation that occurred at implant. Rep will be returning problematic ins that was not implanted.

Manufacturer narrative:
H3: product analysis #(B)(4):analysis information - pli# 20 product ID# 97800 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Continuation of d10: product ID a52300 lot# serial# unknown implanted: explanted: product type software medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information